Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during coil embolization of the bifurcated right middle cerebral artery aneurysm, it was not possible to release the orbit galaxy g2 coil. The standard connecting cable (catalog/lot unknown) and the enpower detach box (f66832) were changed, but this did not solve the issue. The coil stretched when it was being removed from the aneurysm, but did not restrict blood flow. Coil entanglement did not contribute to the stretching, and the coil was removed through the microcatheter without additional intervention. No other coil was introduced into the aneurysm, and the procedure was discontinued, since it was too difficult to retrieve the stretched coil; however it was reported that the aneurysm was treated (16 coils had been placed prior to the detachment issue). It was further reported that there was no adverse outcome to the patient and no clinically significant delay in the procedure. Upon pressing the power button, all lights illuminated, but it was unknown if the system ready light illuminated. It is unknown if a fault light was seen during the case, but a low battery light was not seen. It is also unknown if during the detachment cycle the detachment light illuminated; however, the audible signal did not beep. All connections appeared to fit properly without application of excessive force, and the same connecting cable had been used successfully with previous coils during the case. The same dcb had been used with other coils prior to this case, and was used to detach coils after this case. Information about whether the pre-deployment electrical check was performed was not available. An sl 10 microcatheter was used for the procedure, and a continuous flush had been maintained through the microcatheter. There had been no resistance between the coil and microcatheter and 16 coils had been implanted before the detachment issue occurred. It had not been necessary to remove the microcatheter with the coil. It was reported that the device would be returned for analysis. Product file# (B)(4): the device was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located at the distal tip of the skive the core wire protrudes outside the sheath. The circumstances of how and when this unreported damage occurred cannot be determined. The proximal section of the coil was stretched with the remainder of the coil undamaged. When the anchored coil was retracted for removal the proximal coil section stretched before being released. The circumstances of how and when this damage occurred cannot be determined; however the contributing factors may have been a temporarily anchoring of the coil on the distal tip of the microcatheter, on itself, or the coils already dwelling inside the aneurysm. The detachment fiber is intact, undamaged, and did not receive heat and melt. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 51.7 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil detached on first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and resistance passed at 51.6 ohms. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed during analysis; however, the failure to detach could not be confirmed since the dpu passed electrical testing, and post-detachment inspection found that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint as the coil passed electrical testing and detached on the first detachment cycle, therefore the root cause of the coils inability to be detached inside the aneurysm cannot be determined. The stretching could not be conclusively determined; however, the coil may have become anchored on the aneurysm or the microcatheter when being removed, resulting in stretching. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue related to the events; therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
Concomitant medical products: an sl10 microcatheter was used for the procedure as well as a detachment control box (lot f66832) and unknown connecting cable. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of the bifurcated right middle cerebral artery aneurysm, it was not possible to release the orbit galaxy g2 coil. The standard connecting cable (catalog/lot unknown) and the enpower detach box (f66832) were changed, but this did not solve the issue. The coil stretched when it was being removed from the aneurysm, but did not restrict blood flow. Coil entanglement did not contribute to the stretching, and the coil was removed through the microcatheter without additional intervention. No other coil was introduced into the aneurysm, and the procedure was discontinued, since it was too difficult to retrieve the stretched coil; however it was reported that the aneurysm was treated (16 coils had been placed prior to the detachment issue). It was further reported that there was no adverse outcome to the patient and no clinically significant delay in the procedure. Upon pressing the power button, all lights illuminated, but it was unknown if the system ready light illuminated. It is unknown if a fault light was seen during the case, but a low battery light was not seen. It is also unknown if during the detachment cycle the detachment light illuminated; however, the audible signal did not beep. All connections appeared to fit properly without application of excessive force, and the same connecting cable had been used successfully with previous coils during the case. The same dcb had been used with other coils prior to this case, and was used to detach coils after this case. Information about whether the pre-deployment electrical check was performed was not available. An sl 10 microcatheter was used for the procedure, and a continuous flush had been maintained through the microcatheter. There had been no resistance between the coil and microcatheter and 16 coils had been implanted before the detachment issue occurred. It had not been necessary to remove the microcatheter with the coil. It was reported that the device would be returned for analysis.